Event description:
It was reported that during a thyroidectomy procedure, the device did not cut well, its coagulation was weak. The pt lost blood and the surgeon used electrocautery and additional ligation with suture to coagulate the small vessels around the thyroid. No transfusion required. The procedure was finished with electrocautery.

Manufacturer narrative:
Date sent: 6/30/2006. D4; h4, 6: information anticipated, but unavailable at this time.